Event description:
It was reported that this pacemaker reverted to safety mode operation, and a request was made to have data from this device analyzed. Data analysis confirmed the device entered safety mode on (B)(6) 2025, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted on (B)(6) 2025, without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific identified an error that resulted in software resets performed in an attempt to correct an identified memory inconsistency. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory, and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Risk assessment: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode operation, and a request was made to have data from this device analyzed. Data analysis confirmed the device entered safety mode on (B)(6) 2025, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode operation, and a request was made to have data from this device analyzed. Data analysis confirmed the device entered safety mode on (B)(6) 2025, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted on (B)(6) 2025 without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
At this time, product return is not indicated. Should the product be returned to boston scientific in the future, laboratory analysis will be performed, and an updated report will be issued with the results.